Manufacturer narrative:
Failure analysis noted that the pump passed rewind, basic occlusion, prime/compromised force sensor system and displacement tests. The pump was stuck in a motor error alarm loop during bolus delivery and motor position encoder error alarm noted in the history file. The motor was tested outside of the device and passed. The motor may have had intermittent failure that was not detected during the testing. They were unable to confirm the motion sensor test failure alarm due to the motor error alarm. The pump had normal operating currents. There was no unexpected battery out limit alarm. The pump had scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had motor error alarm, motor position encoder error alarm, and motion sensor test failure alarm. The blood glucose at the time of the incident was 389 mg/dl. The customer treated with a manual injection. The drive support disk was normal and the pump was not exposed to high magnetic field. The customer also reported receiving a battery out limit alarm. Troubleshooting was not able to resolve the issue. The device was returned for analysis. The customer also mentioned that this was her second pump. The first pump was replaced because the drive support cap came out when the pump was dropped.